Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). Results: visual inspection of the returned product found the lens was torn and one haptic was detached. The lens was returned dry and there was traces of residue on the lens surface. (B)(4).

Event description:
An aq5010v silicone three piece lens, +4.0 diopter, was returned to the manufacturer damaged. The reporter stated they did not have any information as to how the lens was damaged. If additional information is received, a supplemental medwatch report will be submitted.